Event description:
It was reported that a spectrum infusion pump was constantly alarming downstream occlusion. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the constant downstream occlusion alarms. The device was found to pass all occlusion testing during evaluation. The device was recalibrated to ensure proper occlusion detection.